Manufacturer narrative:
The device has not yet been returned to csi for analysis, but is anticipated to be returned. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire flextip guide wire broke off and was left in the patient. The target lesion was located in the distal posterior tibial (pt) artery. The physician used a 5fr cook introducer sheath, 5fr cxi guide catheter, a choice pt guide wire and a v14 guide wire to access the lesion. The v14 guide wire was exchanged for the csi flextip guide wire through the cxi guide catheter. As the flextip wire exited the distal end of the cxi guide catheter, the tip of the wire prolapsed. The physician attempted to retract the wire in order to straighten it, but the tip of the wire broke off. An attempt to retrieve the wire was made, but was unsuccessful. The tip of the wire was left in the patient, but the patient status remained stable throughout the procedure.

Manufacturer narrative:
Device analysis: the guide wire was returned without the original oad. Examination of the guide wire revealed that the shaft was fractured 332cm distal to the proximal end. This indicates that approximately 3cm of the distal end of the guide wire was not returned for analysis. The shaft was also observed to be deformed and curled up area at the fracture site. No biological material was observed on the guide wire. The guide wire was sent for scanning electron microscope (sem) analysis. Sem analysis revealed torsional stress on the face of the fractured guide wire core. At the conclusion of the failure analysis investigation, the root cause of the fractured guide wire could not be determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).